Event description:
It was reported that the patient experienced telemetry issues and a power on reset (por) condition. The por was eventually cleared and the battery was reported as fine; however, the patient did not experience strong stimulation despite reprogramming, therefore, the leads (which were implanted at the t-8 level, were replaced. The explanted leads were not returned.